Event description:
The facility representative reported a colleague infusion pump with keypad buttons that are inoperative. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.48.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with inoperative keypad buttons was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be fluid ingress. The channel c keypad was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.